Manufacturer narrative:
The reported event occurred on a cobas e411 rack analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. According to the method sheet, repeatedly reactive samples must be confirmed using recommended confirmatory algorithms, such as western blot and hiv rna tests. False reactive results may occur at coi values just above the cutoff or at higher levels, depending on the cross-reactivity of the sample and reagent. The root cause of the reported event could not be definitively determined based on the available information. The customer was advised to perform confirmatory testing.

Event description:
The initial reporter alleged they observed false reactive results with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 rack instrument for one patient. The patient's hiv result history included six non-reactive results between (B)(6) 2020 and (B)(6) 2023. Four reactive results were subsequently reported as follows: (B)(6) 2023 (30.31 coi), (B)(6) 2023 (31.25 coi), (B)(6) 2024 (13.17 coi), and 08-may-2024 (12.40 coi). All reactive results were repeatedly reactive.